Event description:
There was an allegation of a questionable elecsys testosterone ii assay result from the cobas 6000 e601 module. The affected patient also had questionable estradiol results. This medwatch will apply to the elecsys testosterone ii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys estradiol iii assay. The initial result was 1061 ng/dl, and the 1st repeat result was 1073 ng/dl. A 2nd repeat result from the same initial draw, but a new sample tube was 1113 ng/dl. A result from a new sample from the same patient was 192.3 ng/dl. The result of 192.3 ng/dl was deemed to be correct. The initial result was questioned by the care provider as it did not match the patient's clinical picture. They ordered a new sample to be drawn from the patient.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6) . The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) checked fluidics and ran a precision check. The precision check results were in range. The investigation was unable to determine a direct root cause.